Event description:
It was reported the patient received an inappropiate therapy due to noise. The noise could be recreated in clinic. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.